Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. A pump interrogation was performed on (B)(6) 2015, revealing that a pump motor stall had occurred after an MRI. The device diagnosis was pump motor stall. The event date was noted as (B)(6) 2015. There were no actions taken. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2015. There were no reported symptoms. Additional information received indicating the motor stall occurred at 10:54. No further information was provided. Additional information received from a healthcare provider via a clinical study reported recovery was not captured on the programming sheet.